Event description:
It was reported through the results of a clinical trial that approximately five months and nine days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein, the subject had an adverse event of re-intervention due to poor fistula flow. It was further reported that the adverse event was not related to device and procedure but possibly related to arteriovenous access circuit. Reportedly, the subject underwent arteriovenous access circuit re-intervention in the target lesion on the left upper arm for decreased access blood flow. Furthermore, a standard percutaneous transluminal angioplasty was used to treat the target lesion restenosis with initial stenosis of ninety-five percent and final residual stenosis of zero percent. Reportedly, the re-intervention was successful, and the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.